Event description:
Legal affairs reported patient underwent a left side breast reconstruction with placement of seri and tissue expanders. Following implant surgery, pt reports alleged events including becoming "sick, sore, lame, and disabled; sustained severe and painful injuries to [patient's] body, lims, health, nerves, and nervous system, some of which injuries upon info and belief, are of a permanent nature; was compelled to and did undergo medical and surgical treatment in endeavoring to be cured of [patient's] aforementioned injuries." Info regarding the exact medical and surgical treatment performed was not provided. Recall has been issued on this device lot number. This is the same event and pt reported under MDR ID #3008374097-2013-00045 (B)(4).

Manufacturer narrative:
(B)(4). Explant of the device is not confirmed. Therefore allergan may not receive it and no analysis or testing will be done. The event of pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling is as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."